Event description:
The customer reported via the sales rep that 2 implanted plates have fractured approximately 1-2 weeks postoperatively. It is further reported that the plates were implanted on the jaw. It is further reported that the plates have been revised with alternative stryker plates.

Manufacturer narrative:
The investigation shows that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially high forces. The investigation with sem shows on the fractured surfaces the appearance of a low cycle fatigue rupture.